Manufacturer narrative:
Unique device identification (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated as multiple traces could successfully be performed on a demo head. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the surgeon was unable to register an older patient with softer skin. The surgeon used both trace and three-point trace but was unable to pass registration. Surgery was completed without the use of the navigation system. Surgical time was extended by less than one hour and there was no reported patient impact.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.